Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. It was observed that the device did not complete the medication delivery until 12 hours after than the expected therapy time. There was no patient injury or medical intervention associated with this event. No additional information is available.